Manufacturer narrative:
(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nonconformance to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. The customer reported broken ampules in the kit. The customer returned one opened kit which contained the lidocaine w/epinephrine ampule broken into two pieces for investigation. The ampule was visually examined with and without magnification. Visual examination of the ampule revealed the ampule is broken at the score line. No pieces of the ampule appear to be missing. No other defects or anomalies were observed. A CAPA was initiated to further investigate this complaint issue. The reported complaint of a broken ampule was confirmed based upon the sample received. The lidocaine w/epinephrine ampule was found to have broken at the score line. A device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A CAPA was initiated to further investigate this complaint issue.

Event description:
It was reported that pvhmc has now had several instances where the glass ampules are broken in the tray. The first complaint received was from our labor delivery department and the most recent being from our wmc or.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that pvhmc has now had several instances where the glass ampules are broken in the tray. The first complaint received was from our labor delivery department and the most recent being from our (B)(6) operation room.